Event description:
The dental implant fx3612swc was removed on (B)(6) 2017 due to failure to osseointegrate 26 days after implantation. The doctor indicated patient pain during the implant removal. The patient has no significant medical history and has been recovered without complications